Event description:
It was reported that an ilet user ran out of insulin for several hours, ate lunch, then reconnected a new infusion set with insulin; the user¿s blood glucose was initially in range and later measured 187 mg/dl and remained stable. Symptoms included concern related to insulin depletion without reported hypoglycemic or hyperglycemic symptoms. Outcomes included no medical intervention, no hospitalization, and continued use of the device without reverting to alternative therapy. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed user medication depletion consistent with insulin out of drug, with stable glucose following resumption of insulin delivery and reliance on the device¿s correction algorithm. It was concluded that, based on previously established findings for similar reports, the event was attributable to user insulin depletion rather than a device malfunction, and the device performed as expected after insulin was restored.